Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unable to receive glucose alarm notifications with their sensors. Attempted to replicate the user¿s complaint using similar configuration and successfully received glucose notification readings and alarm notifications in the application. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with xiaomi redmi note 8 pro phone with android operating system version 11. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms of hypoglycemia, "feeling of loss", and seizure and was unable to self-treat, requiring treatment of glucagon by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with xiaomi redmi note 8 pro phone with android operating system version 11. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms of hypoglycemia, "feeling of loss", and seizure and was unable to self-treat, requiring treatment of glucagon by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.